Event description:
It was reported that the user could unlock the device but could not select items on the top row of the touchscreen; inspection identified a crack at the top of the screen, and the device was on the latest firmware. Symptoms included no clinical effects. Outcomes included no impact on health or medical intervention. Investigation included review of device status and functionality by customer support. Investigation of this case revealed a cracked display consistent with physical damage causing impaired touch responsiveness. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage to the screen unrelated to device manufacturing or software performance.